Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff tear procedure, the healicoil anchor was inserted into the patient's right shoulder and the guidance tip of the anchor broke into two pieces. The broken pieces were removed from the patient. It is unknown if there was a surgical delay and how was the procedure completed no further complication were reported.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.